Event description:
Customer reported a low blood glucose event. The paramedics were called due to severe low. The current blood glucose reading is 533 mg/dl. Customer has treated with insulin pump and manual injection. The blood glucose reading has dropped to 408 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.